Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 65,444 joules during a prostate procedure. It was reported that this event occurred after the laser beam hit undetected prostatic calculi. The first and third fibers used in the procedure were also reported (reference MFR report numbers 2937094-2012-00362 and 2937094-2012-00364). The procedure was completed with a fourth fiber. There was no patient injury as a result of this event.